Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient might have touched the tip of their transfer set. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized and treated with ceftazidim (dose, route, and frequency not reported) and ciprofloxacin (dose, route, and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Fifteen days after the event onset, the antibiotics were discontinued and the patient was discharged from the hospital. Also that same day, the patient recovered from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.